Event description:
As reported, approximately 4 years post op the initial right tka, this male patient was revised due to infection. Knee implants were removed and spacer was put in. Patient was last known to be in stable condition following the event. Devices will not be retuning, disposed of by the hospital.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 02-010-01-0235, 5402299: logic femoral ps cem left sz 3.5, 02-012-43-3535, 5405726: logic tibia rbktray cem sz 3.5f/ 3.5t, 200-02-38, 5267286: three peg patella 38mm, 201-78-15, 5294247: holding pin mini sharp point 4 pk.

Manufacturer narrative:
(H3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.